Manufacturer narrative:
The insulin pump unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No prime alarm. Minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer received an alarm during the fill tubing stage. His blood glucose level is 140 mg/dl. He is using manual injections he stated that insulin is squirting out during the manual prime. He is unable to exit the preparing to prime loop. The device was not dropped or bumped prior to the alarm. It was discovered that the drive support disk was protruded. Customer was advised to discontinue use of the device and revert to his back up plan. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.